Event description:
It was reported that the patient experienced a sudden increase pain after having reasonable pain relief from the therapy. X-rays taken on (B)(6) 2012 showed that the lead displaced laterally into the "gutter". The lead was then replaced. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; programmer model 37743 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.